Event description:
A customer contacted beckman coulter inc. (Bci) regarding an erroneously low result for lymphocytes (ly) and an erroneously high result for neutrophils (ne) differential parameters generated by the coulter hmx cap pierce hematology analyzer for one patient. The same specimen was rerun on a different instrument which generated instrument differential flags. Customer performed a manual differential and obtained results were different comparing to the hmx results. These results were reported out of the lab. The erroneous results were not reported out of the lab. No change to patient treatment is associated with this event.

Manufacturer narrative:
Qc was run before the event and recovered within assay limits. Previously run patient samples were rerun to confirm accurate back to the last acceptable control run. A field service engineer (fse) was dispatched: the fse found the pak lyse and pak preserve pump volumes high and adjusted down to specifications. The fse also lowered the air pump volume, replaced the lower sheath restrictor and performed reproducibility and verified the instrument operation. A clear root cause for this event has not been determined to date.